Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the protégé peripheral stent systems (the gps self-expanding peripheral and biliary stent system and the protégé rx self-expanding carotid stent system). Survey results from a vascular surgeon in practice 17 years: physician has been using both protégé rx self-expanding peripheral and carotid stent system and protégé gps self-expanding peripheral and biliary stent systems since 2013, using 60 protégé rx self-expanding peripheral and carotid stent systems and 110 protégé gps self-expanding peripheral and biliary stent systems within the last year. The protégé rx self-expanding peripheral and carotid stent systems were used as follows: 20 to treat occlusions or lesions that are at high risk for abrupt closure or threatened closure following percutaneous transluminal angioplasty (pta); 10 to treat lesions that appear to be at high risk for restenosis following pta in the common iliac, external iliac, or subclavian arteries; and 30, to treat stenoses of the common carotid artery (cca), internal carotid artery (ica), and carotid bifurcation the protégé gps self-expanding peripheral and biliary stent system was used to treat: 89 occlusions or lesions that are at high risk for abrupt closure or threatened closure following percutaneous transluminal angioplasty (pta), 20 lesions that appear to be at high risk for restenosis following pta in the common iliac, external iliac, or subclavian arteries, and 2 palliative treatment of malignant neoplasms in the biliary tree. During use of the protégé rx self-expanding peripheral and carotid stent system, the following complications were encountered and associated with any percutaneous procedure: bleeding from anticoagulant or antiplatelet medications (1 patient), bleeding (with or without transfusion) (1 patient), embolism (1 patient), fever (2 patients), and intraluminal thrombus (1 patient). Events such as abrupt or subacute closure (1 patient), restenosis of the stented segment (3 patients), stent migration (1 patient), stent misplacement (1 patient), thrombosis or occlusion of stent (2 patients), and vessel spasm or recoil (1 patient) are reported as being associated with pta and stent placement. Reported complications with carotid interventions are reported as cerebral edema (1 patient), hyperperfusion syndrome (1 patient), severe unilateral headache (1 patient), and total occlusion of carotid artery (1 patient) during use of the protégé gps self-expanding peripheral and biliary stent system, the following complications are reported as deemed associated with the percutaneous procedure: bleeding from anticoagulant or antiplatelet medications (3 patients), bleeding (with or without transfusion) (1 patient), embolism (1 patient), fever (5 patients), and intraluminal thrombus (1 patient). Complications of: abrupt or subacute closure (1 patient), restenosis of the stented segment (1 patient), stent migration (1 patient), stent misplacement (1 patient) and thrombosis or occlusion of stent (1 patient) have been reported as being associated with pta and stent placement. No complications are reported associated with biliary interventions. All complications (adverse events) encountered were reported as being not device related at all.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.